Event description:
The customer reported that the 840 ventilator had a ventilator inoperable condition. The device did not occur during pt use. Covidien troubleshot this issue with the customer over the phone. Covidien was no authorized to service the device.

Manufacturer narrative:
(B)(4).